Event description:
It was reported that the insulin pump keeps alarming failed battery test. No troubleshooting performed as the customer was not present and therefore the device was not available. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.